Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient required multiple hospital admissions for treatment. The patient was hospitalised from (B)(6) 2025; to (B)(6) 2025; and treated with IV antibiotic. Subsequently, the patient was hospitalised from (B)(6) 2025; to (B)(6) 2025; for a surgical washout procedure and IV antibiotic was administered. The patient was again hospitalised from (B)(6) 2026; to (B)(6) 2026; for additional IV antibiotic treatment. Finally, the patient was hospitalised from (B)(6) 2026; to (B)(6) 2026 for explantation procedure.

Event description:
Per the clinic, the patient experienced an mrsa infection at magnet/stimulator site and subsequently was treated with antibiotics (specific type, date and duration not reported). The device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.